Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a warning for low unipolar and bipolar impedance and a polarity switch. It was also noted that the right ventricular (rv) lead exhibited high thresholds and unipolar lead impedance warning for low impedance. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.